Event description:
It was reported that after approximately 2 minutes while using the surgical fiber during a prostate procedure, the fiber was not working properly and was observed to be burnt when removed. The case was completed using a second fiber. Patient outcome: "no harm to patient".

Manufacturer narrative:
Fiber analysis: the fiber and cap were found to be fractured distal to the glue zone at the bevel; the fiber was also found to blackened and the shrink tubing melted. There was no indication or report of any part of the device remaining inside the patient. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.